Manufacturer narrative:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) was released outside the body and hemostasis was not achieved. There was no reported patient injury. The device was intended for use in a transfemoral cerebral angiogram and was used normally. Additional information was requested but not provided. One non-sterile 6/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed. The stopcock was found open with a cordis mynx syringe returned detached from the unit. The sealant was present in the manufacturing position and was fully covered by the sealant sleeves, which showed no abnormal condition. No catheter sheath introducer (csi) was returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Additionally, the conditions received of the unit are not aligned with the reported event. A simulated deployment test was performed to ensure functionality. The unit worked as intended, deploying the sealant and retracting the balloon. After the tension indicator was aligned by pulling in the distal direction, button 1 and button 2 were depressed in the instructed sequence. The reported event of ¿sealant inaccurate placement complete¿ was not observed through analysis of the returned device since the device was received in a condition did that did not match the event reported. The device was received with both buttons in manufacturing position and the sealant was not deployed. The functional analysis achieved successful deployment of the device with no anomalies noted. The cause of the reported issue could not be determined since the condition of the returned device did not match the event reported. According to the instructions for use (IFU), the user is instructed to grasp the device handle and align the device with the tissue tract. The user should then pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension, the user is told to press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay down the device for 2 minutes then retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and lightly grasp the device at the skin with the thumb and forefinger to realign with the tissue tract. Open the stopcock to deflate the balloon, pick up the device handle, realign with the tissue tract, and depress button #2. Remove the device from the patient. If the device is removed before completing balloon deflation, or if proper position of the device was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) was released outside the body and hemostasis was not achieved. There was no reported patient injury. The device was intended for use in a transfemoral cerebral angiogram, and was used normally. Additional information was requested but not provided. The vcd is being returned for evaluation.